Manufacturer narrative:
Integra has completed their internal investigation on 01/27/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: the monpwr was verified as defective, the green light on the ac adaptor did not illuminate. The monpwr connector was not damaged. The failure was due to the functional failure of the monpwr to operate. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. The complaint history review from 25-aug-14 to 07-oct-15 revealed this complaint as the single complaint occurrence which contained the search criteria. Root cause: the customer complaint incident was confirmed and duplicated. The root cause of the incident was verified as a functional defective monpwr ac adaptor power supply.

Event description:
The power adapter was plugged into monitor. It didn't work; the green light didn't light up. Other cables worked. No patient involvement. No delay in surgery.